Event description:
It was reported that the patient's device was explanted about 3 weeks ago. The patient has mental health concerns (mostly anxiety) and did not like how the vns felt. The explant was at the patient¿s request due to uncomfortableness which the nurse said is related to his anxiety. No additional relevant information has been received to date.

Event description:
Information received that the explant was for sleep apnea and vocal cord dysfunction. The physician noted the cause of the discomfort is primarily vns, but anxiety worsens it. Regarding the patient¿s sleep apnea, the physician noted the cause to be vns stimulation that was exacerbating pre-existing condition. The vocal cord dysfunction was believed to be caused by vns stimulation. Sleep apnea first diagnosed in 2003, underwent a procedure in 2005, lost weight thereafter and sleep apnea resolved (no snoring). Vocal cord issues started in 2019 after vns inserted. Wife noticed recurrent snoring and apnea in 2020.